Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the electrodes would not allow the associated defibrillator to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial and follow-up medwatch reports. The event electrodes were returned for evaluation and the customer's report was not replicated or confirmed. A thorough evaluation of the electrodes was performed and no assembly or performance issues were found. Based on the results, it was concluded there were no discrepancies with this sample electrodes. The customer received a replacement set of electrode pads. No trend is associated with reports of this type.

Manufacturer narrative:
The electrodes were returned for evaluation, the malfunction was duplicated during visual evaluation. The malfunction was attributed to a disconnected jumper wire on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction that only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.